Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an ablation procedure, after conducting the transseptal puncture and removing the transseptal needle, a blood leak was noted from the hemostasis valve of the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the side wall of the seal, in the proximal face and in the distal face on both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.